Event description:
Information was received that a smiths medical level 1 hotline low flow system is leaking, and the main power switch is burnt out. Incident occured during testing; no patient involvement.

Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and product found with dirty and stained, cracked water tank cover, stained water reservoir, rusted drain fitting, dirty and damaged pole clamp, and old- and worn-line cord. Investigation filled water tank, plugged in the line cord, and switched power on. The customer reported problem was confirmed. According to the investigation. The device exhibited leakage from the water tank due to the cracked water tank cover. However, according to the investigation no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is unknown.